Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The insulin pump alarmed no delivery. The blood glucose reading is 324 mg/dl. Customer has treated with insulin pump. The insulin pump also alarmed motor error. Customer was hospitalized because of insulin stacking with manual injections to correct for high blood glucose. Nothing further reported.